Manufacturer narrative:
The investigation into purge disc/flag issues has been completed. The impella automated controller was returned for investigation. The data analysis of the logs indicated while in the field, the console failed to detect a pump during case start. The were no issues detecting the cassette, the logs show that the console was able to detect pump connection but failed to read pump eeprom. This is a pattern failure mode only found in aic_v8.4 and aic_v8.4.1 and has been documented as a software (sw) defect. A mitigation for the issue has been added to aic_v8.5. The cause of the failure to read the pump eeprom was due to a software defect (in-house). This report is being filed as part of a retrospective review of historical records.

Event description:
The biomedical engineer reported that the automated impella controller (aic) did not recognize the cassette during use. This aic was replaced with another aic resulting in no issues with the replacement aic. There was no patient harm reported.